Manufacturer narrative:
As of (B)(6) 2026, the customer has not provided any additional information regarding samples affected by this issue. Further, the customer has not reported any additional issues with their tomcat instrument after service. Hologic has not been informed of any adverse patient outcomes related to this event. H3 other text : other.

Event description:
On (B)(6) 2026, a customer reported to hologic that the tomcat instrument serial number (B)(6) experienced cap drop errors. The customer identified one dropped sample cap and a spilled sample inside the instrument which can lead to cross-contamination between samples and the instrument. The spill came from the same tube whose cap had dropped. On (B)(6) 2026, a hologic field service engineer (fse) serviced the tomcat instrument serial number (B)(6) and replaced the process station capper jaws. The tomcat instrument passed verification testing and was confirmed operational before being released back to the customer for use.